Event description:
Patient was to be administered chemo and prbcs. When prbcs had finshed, cap was due to be changed. Nurse changed the cap of the non-prbcs infusing line and noted a little bit of saline on the pt's chest when flushing. There was a small leak with a very small amount of blood. The leak was quickly covered with gauze and clamped. Md was bedside to assess. Surgery repaired pt at bedside. Plan to replace cvl central venous line next day in the or.